Manufacturer narrative:
(B)(4). Statement from production: define: received one piece of used, filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. The patient connector was closed with a stopper. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Returned sample was then filled with de-contamination solution. Observed solution of the pump was flowing. Analysis: flow rate test was carried out. Flow rate test result is passed, with mean flow rate of 2.10 ml/hr (+5.04% deviation from nominal flow rate). No abnormal trend was observed from the flow rate pattern. Microbore sub-assembly was dissected from the returned sample and nitrogen flow rate was measured. Nitrogen flow rate measured: 3.32 ccm [?] Within spec. Nitrogen flow rate spec: 3.22 ~ 3.32 ccm. Conclusion: the fast flow rate complaint is not justified.

Manufacturer narrative:
(B)(4). We received one used empty, easypump ii lt 100-50-s without packaging. The received sample was taken to visual inspection. No damages were detected at the sample. In as-received condition, the white clamp was closed. The patient connector was closed with a red stopper. After removing the closing cone of the filling port observed no crystallized residue at filling port. Observed flow of solution (solution was running). Sample is contaminated with cytotoxic drug. Reviewed the device history record and no abnormalities found during in process and final control inspection. Complaint will be forwarded to production for further investigation. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility ((B)(4)): drug (5fu) was filled at 99ml which supposed to last for 48hrs. However, drug was fully delivered by 40hrs.